Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump activating threshold suspend inappropriately, with the sensor blood glucose reading below 40 mg/dl. While the actual blood glucose value was 200 mg/dl. The customer complained that the sensor did not function properly. After troubleshooting with the helpline was completed, the customer was advised to monitor the situation and to call back if the issue recurred. No further information was provided.